Event description:
It was reported that the patient underwent a surgical procedure and a sling was implanted. The patient experienced erosion, pain, infection, dyspareunia and other injuries following the procedure and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation on (B)(6) 2003 due to intrinsic sphincter deficiency. It was reported that after implantation patient experienced pain, infection, recurrence and urinary and bowel problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - dyspareunia. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infections and dysuria. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary sepsis.

Event description:
It was reported that following insertion the patient experienced urinary sepsis.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency.

Event description:
It was reported that following insertion the patient experienced frequency.

Manufacturer narrative:
It was reported that following insertion the patient experienced retention and incontinence.